Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo will be submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, moisture was coming out of the vent hole of the rx25 oxygenator when put under pressure. There was no pt involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.